Event description:
A malfunction on the pump was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced and planned to follow up with the customer for any additional questions regarding the replacement process. Upon follow up patient will use mdi as backup therapy to ensure insulin delivery is not interrupted.